Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 10/30/2016, that on (B)(6) 2016, the patient experienced intermittent audio output and an adverse event. Patient reported that they passed out while in their car as a passenger. Patient did not get a warning alarm from the receiver that they were low. Patient's spouse took them to the emergency room (ER), where they were given a full IV of glucose and woke up 10 minutes later. The patient was given cranberry juice, graham crackers and a sandwich after awaking. At the time of contact, the patient was okay. Additional event or patient information is not available. The receiver was returned for investigation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.